Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported that when the subject coil was retrieved because the subject coil size did not match aneurysm, it was stuck in the hub of the microcatheter and it was broken. Therefore, it was changed the new same one and the operation was continued. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. However; the additional information states that intermittent flush was maintained during the procedure which is against the device direction for use (dfu) for this product. In the case of this complaint it is most likely that the main coil encountered difficulty and got stuck while getting retrieved to introducer sheath through hub of microcatheter due to intermittent flush maintained during the procedure. Therefore; an assignable cause of ¿user error¿ will be assigned to reported event, as the investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that when the subject coil was retrieved because the subject coil size did not match aneurysm, it was stuck in the hub of the microcatheter and it was broken. Therefore, it was changed the new same one and the operation was continued. There were no clinical consequences to the patient due to this event.